Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/09/2017 with the following findings: a review of the pump histories showed no activity related to the complaint. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours using the patient settings and during this time no changes occurred to the pump settings. No damage was found tot he keypad. All keypad buttons responded to button presses appropriately. The keypad was removed to find no damage to the button contacts. The reported issue was not able to be duplicated. (B)(4).

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump's settings were being changed on their own and not by user input. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.